Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which started the day the sensor had been inserted in the abdomen. According to the report, inaccuracy started when the sensor was inserted on (B)(6) 2024. On (B)(6) 2024 at 12:30 pm, the patient had syncope due to hypoglycemia. No cgm and bg readings were documented at this time. At an unspecified moment, the cgm reading was 94 mg/dl, and the bg reading was 54 mg/dl. The patient declined to provide further details except that he underwent computed tomography scanning at some point. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.